Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for a thoracic aortic aneurysm using a 22fr gore® dryseal flex introducer sheath (sheath). The 22 fr sheath was inserted from the patient¿s left side. During the advancement, the sheath got stuck at the calcified left external iliac artery. The physician removed the sheath and performed a pta balloon dilation of the vessel. The same sheath was inserted again. While advancing the sheath at the same area of the vessel, a strong resistance was felt. The physician carefully pushed up the sheath and successfully delivered it to the treatment area. After implanting all stent grafts, an angiography confirmed an extravasation of contrast agent at the left external iliac artery. The physician stated he had a feeling that the vessel was torn when he pushed up the sheath after feeling the resistance. Another stent graft was successfully added to the area, and the extravasation was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® dryseal flex introducer sheath instruction for use (IFU) provides guidance for the sheath use and states "stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding." According to the IFU, the potential adverse events with the use of device may include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Emdr section h6, codes c19, d15 updated to reflect results of investigation.